Manufacturer narrative:
Patient demographics such as: age, date of birth, sex and weight were not provided by the customer. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse replaced the mixer pulleys and verified the mixer speed. The fse then verified ultrasonics and the luminometer and replaced the peristaltic pump tubing and aspirate probes due to the fse's interpretation of erratic high sensitivity (hs) system check recovery. The fse then rebuild the wash and precision pumps due to micro bubbles in the wash pump. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible troponin I (access accutni+3) results is due to a hardware malfunction although no one part can be implicated as the sole contributor in this event.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. The elevated access accutni+3 result for the first patient (designated as patient one (1)) met the laboratory's reflex criteria of 0.04 ng/ml and was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, above the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and a lower result, within the assay's normal reference range, was obtained. The sample was also processed on an I-stat and a lower result was obtained. The elevated access accutni+3 result for the second patient (designated as patient two (2)) met the laboratory's reflex criteria of 0.04 ng/ml and was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, above the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system and a lower result, still above the assay's normal reference range, was obtained. The elevated access accutni+3 result for the third patient (designated as patient three (3)) met the laboratory's reflex criteria of 0.04 ng/ml and was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, above the assay's normal reference range, was obtained. The sample was repeated in duplicate on the laboratory's alternate access 2 immunoassay system and lower results, still above the assay's normal reference range, were obtained. Level 1 quality control (qc) failures were noted the two previous days, but recovered within customer established ranges on the date of the event. High sensitivity (hs) system check was performing within assay and instrument specifications after the event. Calibration was performing within assay and instrument specifications. The patients' samples were collected in lithium heparin plasma tubes and were centrifuged for five (5) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.